Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure of the saphenous vein, vasoview hemopro 2 (w/vasoshield) had a hair inside the sterile plastic container before the kit was opened. It was deemed unsterile and unsafe to use. A new device was used to complete the procedure. There were no other complications. There was a delay of 2-3 minutes to open the new device. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device was returned to the factory for evaluation on 10/21/2024. An investigation was conducted on 11/11/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The devices were observed in an opened plastic protective carrier. The sterile product packaging was not returned for evaluation. A single hair was observed inside the opened plastic protective carrier on the harvesting device. There were no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "contamination problem" was not confirmed. The lot # 3000413514 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.